Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dim/faded/color spectrum issue with the display screen. There was reportedly moisture and corrosion in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: the display screen was found to be dim, faded and pink. A leak test performed a battery compartment leak. The battery compartment was found to be cracked. The pump was opened; there was evidence of moisture found internally on the main pcb and support bracket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.